Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a cq2015a, three-piece collamer lens, +19.5 diopter on (B)(6) 2016. The lens tore during loading. No patient contact. The reporter did not have additional information regarding the lens.